Event description:
A report was received that the patient¿s ipg and leads were replaced for unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-3108-35, serial #: (B)(4), description: scs lead extension kit sterile package. Model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg and leads were replaced for unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient did not undergo a replacement procedure. The revision was to implant a new ipg and lead to cover more pain areas. There were no changes in stimulation.